Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, proximal conductor distorted and blood/body fluid (not obstructed), outer insulation separation, blood in/on helix/lobe mechanism, damaged at implant. Full lead returned and analyzed.

Event description:
It was reported that the screw did not come out of the lead after multiple turns. The lead was not implanted. No patient complications have been reported as a result of this event.